Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to femur paralysis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
The follow-up report is being filed to report additional and corrected information that was unknown and/or reported in error on the initial report.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2013. Subsequently, patient suffered temporary femoral nerve palsy due to compression of the femoral nerve from usage of the anterior acetabulum retractor during the initial procedure. The paralysis subsided in about a week with no further intervention.